Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4) it was reported that the patient's pacemaker system was explanted on (B)(6) 2020 due to infection. A new system was implanted on (B)(6) 2020. The patient was stable's